Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector and y-site separates. The following information was received by the initial reporter with the verbatim: distal hub disconnects from the rest of system.

Event description:
No additional information for provided. Mat#: mpx5300-c lot#: 23059124 it was reported by customer that distal hub disconnects from the rest of system. Verbatim: distal hub disconnects from the rest of system.

Manufacturer narrative:
It was reported by customer that distal hub disconnects from the rest of system. No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mpx5300-c lot number 23059124 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.